Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 32 mg/dl at the time of the incident. The customer was priming the pump while connected and gave himself too much insulin. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of consciousness and stroke. The customer was not wearing the insulin pump during the incident within less than 48 hours. Troubleshooting was not completed. Customer had called earlier with a compromised force sensor alarm and a drive support cap that was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test including prime test, occlusion test and excessive no delivery alarms test due to compromised force sensor system alarm. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and loose drive support disk.